Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/11/2024, it was reported by a sales representative via phone that an ar-521-tbb8 ibalance® uka tibial bearing implant was not locking into the tibial tray. This occurred during a partial knee replacement on (B)(6) 2024 that was completed using another ar-521-tbb8 ibalance® uka tibial bearing implant.